Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a dye study was being done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (25 mg/ml at 1.595 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that per the patient his pump stopped working on friday. He thought there was something wrong with the pump. The hcp wasn¿t sure if it was true. Per the hcp, there was no mention of an audible alarm from the pump and based off of the information from the printout the patient gave the hcp the pump should not be due for a refill yet. According to the printout, the pump was last refilled on (B)(6) 2017. No patient symptoms were mentioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.